Manufacturer narrative:
An intuitive field service engineer (fse) replaced the e-100 generator to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the generator is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the e-100 generator was turned off. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the e-100 generator to perform failure analysis. This e-100 unit was installed onto a test system, and it functioned correctly with a vessel sealer instrument installed. The vessel sealer instrument fired the yellow pedal/sync activation cut/seal function about 100 times and the e-100 worked fine without any issue. The complaint was not confirmed by failure analysis.